Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - cataract, induced, device remains implanted. Lens remains implanted. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation method: medical review. Results: medical review - the icl is indicated in patient is 21-45 years of age. There is a much greater risk of cataract in patients over 45 years of age post icl implantation. The patient in this case is over 45 years of age. Anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in these cases and visual outcome was good. Conclusions: based on the complaint history, work order search and medical review, a likely cause of the event has been determined to be due to the off-label use of the lens with regards to the patient's age. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2007. The patient has a subcapsular cataract. The icl remains implanted. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Event description:
Additional information received - the cataract was diagnosed on (B)(6) 2008. The patient's post-op va was 20/20.